Event description:
It was reported that the pump battery was depleting quickly and the battery gauge was fluctuating resulting in the pump shutting off. The customer¿s blood glucose displayed as high on the continuous glucose monitor (cgm). Customer administered a correction bolus via the pump to address the high bg. The customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.